Event description:
Device got stuck when trying to remove from support catheter. The physician had to remove both the support catheter and the crosslead wire together, the coating on crosslead was found stripped. A crosslead .035 wire was used to position a support catheter in the sfa using the "up and over technique." Once the support catheter was in place and the physician attempted to remove the wire, it was stuck. He had to pull the support catheter along with the wire out simultaneously. Upon inspection, the polymer coating of crosslead stripped off part of the wire and bunched up at the tip of the support catheter-preventing the wire from being pulled out. Everything was removed together successfully, and the operator used another crosslead without any issues.